Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.